Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin leaked inside the insulin pump from the reservoir pass the o rings. The customer¿s blood glucose level was unknown at the time of the incident. The customer noticed the problem only after reaching to very high sugar levels. Customer informed us that this was not the first time that a reservoir for the same lot leaking inside the insulin pump. The reservoir will not be returned for analysis.